Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the programmer was turned on the cursor was unable to be controlled with finger or stylus. It was noted that the cursor was moving all over screen and the programmer was making a 'bleeping' sound. There was no patient involvement.

Event description:
It was further reported that the programmer was returned for evaluation.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer was unable to be controlled with finger or stylus. It was noted that the cursor was moving all over screen and was making a 'bleeping' sound. Intermittent finger touch option was unresponsive and autonomous movement of the cursor was observed. An electromagnetic interference repair was performed it was also determined at analysis that the left and right lower bullets assembly and cord bay latch were broken. The left keyboard hinge was broken, and the display bezel left hasp latch was damaged. Software related error codes were found in the software history, the software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.